Manufacturer narrative:
H3: one device was received for evaluation. There was a chance that the device has been in for repair before for a related issue. The event history review confirmed the reported issue functional checks were performed as well and the cause of the problem was identified to be a faulty main board. The mainboard replaced. The device then passed functional and accuracy testing.

Event description:
It was reported that the device was showing error 41980. The event occurred during setup. There was no patient involvement.